Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with a non sustained right ventricular oversensing (nsrvo). Electrograms showed sensing on the near field but nothing correlating on the far field channel. All other lead parameters were stable. It was also noted that the patient's implantable cardioverter defibrillator had been exhibiting oversensing of myopotentials. Patient was further monitored. No patient consequences related manufacturer reference number: 2017865-2020-08380.